Event description:
The customer reported that the c-arm on the 9800 system would not move up or down. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The power motor relay board was replaced. The system operates as intended.